Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure the lead was broken as the helix of the lead could not be extended. However, after the physician to screwing the lead even more the helix finally came out but the helix itself was tilted. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.